Manufacturer narrative:
Investigation results: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A device history record(DHR) review could not be performed as no batch/lot number was made available for this reported event. This complaint type will continue to be trended within the post market surveillance process and any determined escalation will be managed there. H3 other text : see h10.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. D. The lot number 3055460 provided cannot be verified in association with the reported material number.

Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: needle would not retract upon pushing safety activation button patient was stuck twice as a result of the needle failure.